Event description:
In a written report from the physician received in 10/2001, it was learned that while injecting a pt with bovine collagen, the "adg" needle separated from the syringe and stayed in the pt's skin. The contents from the syringe spilled on the pt. The needle was removed from the pt's skin and the spilled collagen was wiped off of the pt. A backup syringe was used to complete the procedure. The detached needle and spilled collagen caused no injury to the pt. This event is being reported because if repeated an injury could occur.